Event description:
This complaint is now reportable based on the analysis completed in 1/2006. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The physician attempted to cross a lesion in the distal circumflex artery with a taxus express2 3.0x20mm drug eluting stent but the stent could not cross the lesion. The procedure was completed with another taxus stent. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.